Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and papillary muscle rupture. One xtw clip was inserted and successfully implanted. To further reduce mr, a second nt clip was inserted. Grasping the leaflets was noted to be difficult. Therefore, the clip was removed, and the procedure was discontinued. It was noted there was potential leaflet damage. Mr reduced to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping and capture appears to be related to patient conditions (papillary muscle rupture and chordal rupture). A cause for the unspecified tissue injury cannot be determined. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.